Event description:
Reporter indicated she had never seen someone "implanted for so long," and wanted to have the pt's vns therapy system replaced. Diagnostics were within normal limits, and a battery life calculation (blc) indicated the generator was 3.65 years until the elective replacement indicator="yes." It was also reported the pt has been having "more seizures lately." The relationship of the seizures to the pt's pre-vns baseline is unk. Additionally, it is not known if any contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The pt underwent prophylactic generator replacement surgery. Additional follow up revealed no pt manipulation or trauma occurred that could have caused or contributed to the event. The explanted generator has been returned to the manufacturer and is pending analysis.